Event description:
It was reported that the user attempted to scan a freestyle libre 3 plus sensor with the pump but received an ¿incompatible sensor¿ message, and subsequent review showed the boxed product was a freestyle libre 3 sensor while the prescription indicated freestyle libre 3 plus. No adverse clinical symptoms were reported. Outcomes included no alerts or alarms from the pump and no medical intervention or hospitalization. User support included user education, review of product labeling, and verification that only the freestyle libre 3 plus sensor is compatible with the pump. Investigation of this case revealed a use error stemming from use of an incompatible sensor model and confirmed that the device functioned as designed when presented with a noncompatible sensor. It was concluded, based on previously established findings for similar reports, that the cause was user selection of an incompatible sensor.